Event description:
N/a.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6, h10. The customer repairs were reportedly performed on site and the return was canceled. Customer stated the unit would not be returned for evaluation. The device history record (DHR) review could not be performed as the lot number provided 019458 does not appear to be a valid integra number. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A fixed asset coordinator reported that the gold handle of a2101 mayfield ultra base unit was rattling. Additional information was received on 05feb2020 indicated that the unit required a field adjustment of the bottom allen screw. After they adjust it correctly, both units held as they should. Additional information has been requested.